Event description:
The system of a male patient was returned to lifecor customer support. Support inserted the both battery packs to verify patient name, but neither would power up the monitor. A known working battery pack would power up this monitor. The system had been unused and sitting in the field since 10/2006 according to the download.

Manufacturer narrative:
Device manufacture date. Battery pack - 5/2006. Battery pack - 4/2006. Device eval summary: device evaluations of both battery packs have been completed. The reported problem was confirmed. The second battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. The first battery pack was tested and found to function normally. It was restocked. No adverse event resulted from the faulty battery pack.